Manufacturer narrative:
The subject device was returned to omsc for evaluation omsc found that the coating of grasping section was partially missing. The tissue pad of the subject device was worn but it was not separated. The manufacturing record was reviewed, with no irregularities noted. These types of the coating damage and tissue pad damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a hard object. It was known that the tissue pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Omsc obtained the following additional information. The procedure was completed with another thunderbeat.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the tissue pad of the subject device was separated. There was no patient injury reported. No further information was reported.